Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book image. Unable to verify keypad anomalies due to open book image. Successfully downloaded the trace/history files using the thump software. Pump error 35 on (B)(6) 2025 17:26:00.000 was noted in the pump history file. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on the electronic stack during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, pillowing keypad overlay, cracked battery tube area, and scratched case. Open book image and pump error 35 were confirmed during analysis due to corrosion on the electronic stack. Unable to confirm unresponsive buttons due to open book image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer stated that the pump was exposed to fluid in the past and had a keypad anomaly.. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was partially performed for the keypad anomaly, fluid in pump, and battery cap damage. Troubleshooting was performed for the critical pump error, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.